Event description:
During my visit in aarhus this morning I witnessed a suctioning procedure not working. The nurse activates suctioning tool and the ventilator goes in to suctioning procedure when the circuit is removed from the patient. After the suctioning she put the patient back onto the ventilator - but it has gone into backup mode due to flow sensor failure. None of the curves are active as well as none of the mmp. The patient drops in saturation - from 99 to 91 - and when she removes the circuit from the patient no air comes out of the ventilator. This is approximately the 5th time this happens. After taking the logfiles we calibrated the flowsensor - that wasn't too wet at all. Nothing besides a few tiny droplets. Then the ventilator works normally again. The patient - a lady with spontaneous efforts - is ventilated on spont with p-supp. 5 cmh2o, peep 8 cmh2o and oxygen 30%. I hope you will look into this case - which is quite serious, as no ventilation can have a serious impact on a intubated patient. We look forward to some feedback

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. The root cause was determined to be the software not supporting a scenario when utilizing the suctioning tool and at the same time the sensor fail mode is triggered. In consequence the software was updated accordingly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.